Event description:
It was reported that during an un-specified procedure, a perforation occurred in the mid left anterior descending artery, which required the use of a graftmaster stent. The 2.8 x 16 mm graftmaster was implanted; however, the perforation was not sealed. The 3.5 x 16 mm graftmaster stent was then implanted and the perforation was sealed successfully. The patient had a good outcome and was scheduled for discharge. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.